Event description:
The stryker procare technician reported that the forward trigger intermittently sticks causing the drill to continue running. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.